Event description:
It was reported that an unspecified access set was cut in two pieces. This was observed within the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.